Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll bns barrel cracked. The following information was provided by the initial reporter: material#: 304657 batch#: 4233718. Rcc received a complaint via email. We were notified of a complaint from a customer stating syringe cracked. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Xxxxx complaint #: (B)(4), defect description: syringe cracked, xxxxx part #: 153239, product description: syringe 10ml ll bns, vendor part #: 304657, lot #: 4233718, date reported: (B)(6) 2025, sample received: yes, response needed: yes. Additional information provided: 1. Can you please provide an exact date of event in format dd-mmm-yyyy? Unk. 2. Could you kindly confirm if any samples are available for return so we can proceed with further investigation? If so, would you be able to provide the facility address where we can send the return shipping label? No sample available. 3. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No indication of patient harm or medical intervention.

Manufacturer narrative:
Investigation results: one photo was received by our quality team for evaluation. The photo shows a crack on the syringe barrel; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause can be traced to manufacturing. This incident has been added to our database of reported incidents.

Event description:
No additional information.